Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the root cause of the reported heart block could not be conclusively determined. A surgical intervention was a result of case specific circumstances, as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a prior medical history of left branch bundle block (lbbb). Prior to the procedure, the patient was stable but was already receiving treatment for conduction issues. The length of the membranous septum was 4mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the preparation of the access site, the patient experienced a cardiorespiratory arrest when a 3f, unknown guidewire was advanced into the ventricle. Chest compressions were performed, the patient regained a heartbeat but was found to be in ventricular fibrillation, requiring defibrillation to stabilize the rhythm. After the shock, the patient converted to a normal sinus rhythm (nsr). Approximately five minutes later, the patient experienced another cardiopulmonary arrest followed by ventricular fibrillation, which was again treated with defibrillation, resulting in a return to nsr. Medical team decided to perform a pre-implant balloon aortic valvuloplasty (pre-bav) using an unknown balloon. During the procedure, the valve was able to be implanted at a depth of 4mm on the non-coronary cusp (ncc). Approximately five minutes later, another arrest occurred and managed by defibrillation resulting in a nsr with a left bundle branch block (lbbb). A pacemaker was implanted and around 4pm on the same day, the patient was transferred to the intensive care unit (ICU). On the following day morning, the patient experienced another arrest and subsequently pronounced deceased due to the cardiorespiratory arrest.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using an unknown flexnav delivery system (ds). The patient has a prior medical history of left branch bundle block (lbbb). Prior to the procedure, the patient was stable but was already receiving treatment for conduction issues. The length of the membranous septum was 4mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the preparation of the access site, the patient experienced a cardiorespiratory arrest when a 3f, unknown guidewire was advanced into the ventricle. Chest compressions were performed, the patient regained a heartbeat but was found to be in ventricular fibrillation, requiring defibrillation to stabilize the rhythm. After the shock, the patient converted to a normal sinus rhythm (nsr). Approximately five minutes later, the patient experienced another cardiopulmonary arrest followed by ventricular fibrillation, which was again treated with defibrillation, resulting in a return to nsr. Medical team decided to perform a pre-implant balloon aortic valvuloplasty (pre-bav) using an unknown balloon. During the procedure, the valve was able to be implanted at a depth of 4mm on the non-coronary cusp (ncc). Approximately five minutes later, another arrest occurred and managed by defibrillation resulting in a nsr with a left bundle branch block (lbbb). A pacemaker was implanted and around 4pm on the same day, the patient was transferred to the intensive care unit (ICU). On the following day morning, the patient experienced another arrest and subsequently pronounced deceased due to the cardiorespiratory arrest.

Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.